Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of calibration and qc issues and questionable iron gen.2 results from the cobas integra 400 plus. The initial result was 7.5 mol/l. The repeat result was 13.5 mol/l.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation was unable to determine a specific root cause based on the limited information, and because the analyzer was non-operational due to an internal lab problem at the customer site. Information was provided that the site had an internal water quality issue.